Event description:
Reporter indicated that vns normal mode diagnostics were "ok" when the patient was last seen in the office on (B)(6) 2012. The last charted diagnostics prior to the generator replacement surgery on (B)(6) 2012, were on (B)(6) 2011, normal mode with dcdc = 2. The reporter was advised to continue monitoring the impedance level, as the impedance is at the high end of normal. The reporter stated the manufacturer would be informed if high impedance indicated the intended settings were not being delivered. Attempts for return of the explanted generator were unsuccessful as the generator was likely discarded per the hospital.

Event description:
An implant card was received to the manufacturer indicating the vns lead and generator were replaced due to a lead discontinuity. Device diagnostics with the new vns lead and generator were documented as "ok"

Event description:
Reporter indicated lead impedance was higher than expected (6200-6900 ohms) during a vns generator replacement surgery. Reinserting the lead pin into the generator header did not lower the ohms value. Although high lead impedance did not display, these values are at the high end of the normal impedance range. High lead impedance is 7000 ohms or greater per current manufacturer labeling. The reporter elected to not change the vns lead at the time the generator was replaced. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient was to have vns revision surgery on (B)(6) 2012. Lead and generator replacement surgery was later performed on (B)(6) 2012. Vns diagnostics were within normal limits for the new devices. All attempts for return of the explanted lead and generator from the hospital have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: the 30-day report designation was inadvertently omitted from the initial MDR report.